Event description:
Patient presented to the physician with pain at the chest incision. Physician brought the patient into the or and observed that the ipg had migrated. Physician re-positioned the ipg and placed it deeper.